Event description:
It was reported that the ventricular assist device (vad) driveline cable connector locking mechanism was not working. The patient had applied tape over the connector. It was reported that support was offered but the patient left the clinic. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the vad (B)(6) ¿s service history records indicated that the device was previously serviced, and the repair action was verified. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided by the site revealed a self-repair on the driveline connector, near a previous repair. The reported connector damage event could not be confirmed due to insufficient evidence. The most likely root cause of the observed self-repair event may be attributed to the handling of the device. Applicable risk documentation and experience with events of similar circumstances were considered; events involving driveline connector damage can be attributed, but not limited, to wear and/or handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.